Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1781k. Customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Unable to lock a test p-cap and reservoir properly into the reservoir compartment due to missing retainer ring. Pump downloaded to crest, however, pump failed to download to thus with blue display during download. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery cap contact missing, battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, detached retainer, missing o-ring (reservoir tube), label damage, and end cap address label missing. Critical pump error (open book image) alarm confirmed, however, unable to confirm the cause of the critical pump error due to blue display during download. Unable to verify customer's complaint for pump error 35. Unable to upload/download was confirmed due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Battery cap contact missing was confirmed during visual inspection. Missing retainer ring was confirmed during visual inspection. Additional information captured into h7 and h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.